Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump was losing power. The pt claimed that she has loss of power issues 3 or 4 times within the past few weeks. The pt admitted that he alleged issue started a week after she had dropped the pump in a sink full of water. The pt indicated that there were scratches on screen but denied seeing any moisture behind screen or in the battery compartment. The pt claimed that with the power losses, the pump would turn on again after reseating the battery. The pt also claimed that during the power loss events, the yellow o-ring was not visible and the battery cap was secure. The battery cap and compartment were intact upon investigation. During the time of concern, the pt reportedly had 2 cases of having slightly elevated blood glucose levels (low 200smg/dl). The pt denied having any symptoms. The pt's elevated bg's were resolved via corrections administered from the pump. No medical intervention was required. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that pump was losing power. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filled.